Event description:
It was reported that the patient's right atrial (ra) lead was capped and replaced for high pacing thresholds, low pacing impedance, and undersensing. Physician indicated these thresholds have been high for some time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: sdr303b ipg implanted: (B)(6) 2002. (B)(4).